Event description:
It was reported, the patient had pain in a specific area right over the pocket. Patient noted the pain felt like ¿jabs that are electrical in nature and occur when they are bending over and sitting.¿ it was reported, the patient said their physician wanted to ¿deaden a nerve¿ in their back because they have had severe backache since 2011 and cannot walk more than 25 steps at a time. The patient thought it was unrelated to their device but noted they complain to their physician that the nerve around the implant is bothering the patient.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3889-28, lot# v205393, implanted: 2009 (B)(6); product type lead. (B)(4).